Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. No button error alarm was noted. No frozen display was noted. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error and became unresponsive. The blood glucose reading was 123 mg/dl. The customer did not recall any significant events leading to the alarm. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.